Event description:
Additional information received reported in (B)(6) 2012, the patient's implantable neurostimulator (ins) charge would only last 2 week instead of one month. The patient was reprogrammed and given a new recharger. It was noted the patient then felt his spinal cord stimulation (scs) was working properly. No patient injury was reported. A follow-up report will be sent if additional information becomes available.

Event description:
It was initially reported that there were coupling and or communication issues. It was noted patient had insr in his pocket as he's walking around. The patient was unable to confirm consistency of coupling bars, currently 8 bars. Later reporting noted recharger / recharging issue. The patient recharged last night for about 5 hours with 8 coupling bars, but he couldn't get beyond 1/2 a charge on his implant. The patient didn't lose coupling. Subsequent reporting noted the patient charged for 5 hours with 8 bars of coupling and couldn't get the battery past 50% full. This had only started to occur in last month. Patient had had device for 6 years. The patient was only programmed to 0-3 lead, because 4-7 was all open circuits. 0-3 impedances were normal with values around 689, 703, 626, 689, 632, 602. No shocking/jolting noted. They were unable to review recharge statistics because patient had older recharger. Recommended we redirect caller to repair so they can send out a new recharger to troubleshoot and obtain statistics upon next clinician visit. Also, 8840 programmer recharge stats show patient averages 8 bars of coupling. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 389233, lot# j0337453v, implanted: 2003 (B)(6), product typ lead, product ID 3888-33, lot# j0427746v, implanted: 2004 (B)(6), product typ lead, product ID 37752, serial# (B)(4), implanted: 2006 (B)(6), product typ recharger, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product typ programmer, patient product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6), product typ extension, product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6), product typ extension. (B)(4).